Event description:
Patient was revised to address acetabular cup loosening.

Event description:
Patient was revised to address acetabular cup loosening. Update: (B)(6) 2012 - medical records were received. The revision operative report indicates that the patient had a local tissue reaction. Additionally corrosion was noted on the taper of the femoral head as well as on the trunion. The complaint was reopened to address the reported corrosion. Update: (B)(6) 2012: litigation documents were received. Litigation alleges that the patient suffered persistent pain, difficulty, catching sensation in his hip, asceptic loosening, excessive levels of chromium and cobalt and revision surgery. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. The complaint has been reopened for further investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered persistent pain, difficulty, catching sensation in his hip, asceptic loosening, excessive levels of chromium and cobalt and revision surgery. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion with the information provided. Although root cause cannot be determined, it is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the 2549757 and dc9a51 product and lot code combinations since their release to distribution, while finding two others for infection against the 2899619 lot code. Review of device history records finds no manufacturing deviations or anomalies that would have contributed to the reported event. Follow-up for additional event information was conducted utilizing work instruction wi-7915. No additional information was obtained. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.